Event description:
The patient reported speech difficulties with stimulation. The manufacturer representative reported the patient cannot turn off the neurostimulator, which is necessary for the patient to speak. Interrogation of the neurostimulator revealed the device was not depleted. A new patient programmer was sent to the patient. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received. Refer to medwatch report # 600153200702870.

Manufacturer narrative:
Labeled possible side effects of brain stimulation include speech problems like whispering (dysarthria), and trouble forming words (dysphasia).